Event description:
It was reported that the patient presented to clinic, post cardioversion for atrial fibrillation and unexplained pauses in rhythm. Upon interrogation the atrial lead exhibited noise. The device was programmed doo. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.